Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd autoshield¿ duo pen needle insulin had not been administered and when the needle was checked, it was found that the needle on the part that screws onto the pen, was bent.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no root cause can be determined as no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that after use of the bd autoshield¿ duo pen needle insulin had not been administered and when the needle was checked, it was found that the needle on the part that screws onto the pen, was bent.